Manufacturer narrative:
Service analysis/service repair on october 23, 2015: the ¿errors 171¿ issue was confirmed. Low power was noticed from the resonator. The resonator was replaced and tested. Detectors were set and calibration was performed. The system was verified to meet manufacturer¿s specifications. The replaced resonator was returned to the manufacturer on october 28, 2015.

Event description:
It was reported that the laser displayed an error 171 indicative of a system malfunction during a procedure. The customer was unable to clear the error that occurred. The physician reverted to an alternative surgical procedure to complete the case (turp). Patient outcome "ok:" reported.

Manufacturer narrative:
Service in the field was performed on (B)(6) 2015. The resonator s/n (B)(4) was returned to manufacturer on october 28, 2015. Product evaluation: the resonator was evaluated on (B)(6) 2015. The evaluation noted diode wavelength shift to 809.3nm; diode base plate and coupler cable assembly were noted to be down revision. Diode, diode base plate with water fittings, coupler cable assembly and desiccant were replaced. The resonator was realigned and a new test report was completed.